Event description:
On (B)(6) 2019, the reporter (pharmacist) for an unknown patient contacted lifescan (lfs) (B)(4), alleging that his (unknown) onetouch meter was reading inaccurately compared to another meter (contour next). The complaint was classified based on customer care advocate (cca) limited documentation, as the reporter was unable to answer all questions and the patient was unwilling to provide contact details for follow up. The reporter stated that he was unable to provide the date or time the alleged product issue began but believed it to be "1 to 1 and a half months" prior to contacting lfs. The patient tested his blood and obtained an unknown reading on the subject meter (believed to be a verio iq), which he compared to a unknown result on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster) and reportedly received an unspecified dose of insulin in response to the alleged reading, from the patient¿s wife. The reporter stated that on an unspecified time after the alleged issue began the patient¿s wife returned home from work to find the patient in a coma, which led to him being hospitalized. The reporter was unable to confirm what hcp treatment the patient received. Cca confirmed that they were unable to perform trouble shooting as the reporter was not in possession of the subject device. Lfs were unable to replace products as the patient was unwilling to provide their contact details. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event that led to being hospitalized after taking a dose of insulin based on alleged inaccurate results obtained with the subject meter.